Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other eight perclose proglide devices referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with nine proglide devices were attempted in the calcified right common femoral artery via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures of one proglide device were successfully placed. Nine additional proglide devices were attempted: however, cuff misses occurred with the nine devices. The sheath was upsized to 8fr then 14fr and the evar procedure was completed. The sutures of the first proglide device and an angioseal were used to achieve hemostasis. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is reported to be in-training in the use of the proglide device. No additional information was provided.